Event description:
Customer reported that the status and set screens are showing 2 different flow rates, but the machine is delivering the correct flow rate. No blood loss reported. Machine runtime not reported.